Event description:
Info received indicates the left foot caster fell off the bed.

Manufacturer narrative:
The technician found the caster yoke was damaged and the caster bolt was missing due to an oblong bolt mounting hole. The account is making repairs.